Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported, pt was implanted with expert tn nail on an unk date. It is reported the hardware was removed on an unk date due to insufficient unilateral bone mass.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.